Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced, before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - a bug correction is currently in progress. - to prevent a new occurrence before the correction implementation, it is recommended to either not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. There is no patient risk and this case is recorded for trending purposes.

Event description:
During the first interrogation inside the box, minute ventilation oversensing is observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
During the first interrogation inside the box, minute ventilation oversensing is observed.